Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and did not observe insulin when completing the fill tubing process. Customer reported a blood glucose (bg) level of 200 (mg/dl) and indicated that they would change their site and resume insulin to address bg level. During troubleshooting with tandem technical support, customer initiated a test bolus and received another occlusion alarm which indicated the site of occlusion was possibly the tubing. Customer indicated they would change tubing and site.